Manufacturer narrative:
Per the instructions for use (IFU), catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known potential complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the event appears to be related to procedural factors/ operator handling, specifically during closure of the purse-strings the first suture broke, causing the apex to tear. There is no evidence that the event is directly related to the edwards sheath. Post procedure, the team discussed the importance of suture placement and integrity of the apex. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. (B)(4). No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, after removal of the sheath and upon closure of the pursestrings, the apex tore at the suture site, resulting in substantial bleeding. Additional information: the first suture broke which resulted in the bleeding. Per report, the apex was not friable and the sutures were placed correctly. The pressure dropped into the 70's and the patient was put on bypass to repair the apex. The patient was weaned off bypass before leaving the room and recovered in the surgical unit.